Event description:
Customer reports a small fragment of a v. Mueller needle holder insert broke off into the pt during a lumbar fusion/repair procedure. The broken fragment was retrieved in a subsequent surgery following pt's complaint of pain. It was reported that this non-codman item was repaired by codman approx one year ago. The customer believes that the repair of the device caused or contributed to this event thus codman is being identified as the MFR for purposes of this report.